Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced high blood glucose level of 750 mg/dl. Therefore, the patient was hospitalised on (B)(6) 2024. Currently, the blood glucose level of the patient was 199 mg/dl. At the time of this report, the patient was not released from the hospital. No further information was available.